Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the or staff contacted technical support to report that they encountered a recoverable fault when swapping out a monopolar curved scissors (mcs) instrument. Caller stated that they recovered from the fault then the arm was disabled. The technical support engineer (tse) viewed the system event logs and confirmed a recoverable error that was recovered by the user then a non-recoverable error that was disabled by the user. Caller stated that they did not see a 'disable arm' message. Tse advised the caller that in order to get the arm back, they would have to complete a power cycle of the system. Tse also advised that there was no guarantee the error would not come back. Caller stated that the surgeon would like to continue as it is. Tse advised to power cycle when they are able to. The or staff called back in to report that they were getting an error 319 after rebooting the system. Tse viewed the logs and noted error 319 on arm 3. Site disabled arm 3 and are continuing with 3 arms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the normal pre-use checks were completed. The system initially powered on without errors and was functional for the first portion of the surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the reported issue was confirmed via logs and the errors were replicated during testing. The usm was tested on an in-house system in normal mode where it failed with error 319. The unit was also tested on a test platform where it failed checked all boards test. After further investigation, the rolling loop assembly was misaligned and damaged. A gold rolling loop fiber was installed and re-tested with a passing result. As a fix, the rolling loop fiber assembly will be replaced. The complaint was confirmed based on the field evaluation and failure analysis.